Event description:
It is reported that the surgeon believes the ring is defective and was unable to be implanted.

Manufacturer narrative:
Eval summary: it is possible that the damage to the locking ring may have been caused by one or a combination of the following occurrences: mis-alignment of the locking ring during the shell impactions. Mis-alignment of the liner impaction. Mis-alignment of the locking ring in the shell during liner impaction. Cause cannot be definitively determined. The locking ring that was returned was badly damaged. Witness marks inside the shell show that the ring was bent into the shell at some point. Device history records indicate all components were manufactured and inspected to specification.